Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, displacement test and basic occlusion test. The insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump alarmed failed battery test during testing due to corroded battery tube. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported customer changed the battery and it was covered in acid. Customer also had gone into the pool with the device on. Customer's blood glucose has been high, no values was given. No alarms were noted since fluids exposure. Customer was also hospitalized due to high blood glucose. No further information reported.